Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular lead was fractured. There was oversensing and noise was noted on the elecrtrogram (egm). The lead is going to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), there was a lead impedance out of range alert, the criteria for the right ventricular lead integrity alert were met, and there was a lead noise alert. 14 non-sustained tachycardia (nst) episodes and 5 lead failure predictor (lfp) episodes of less than 220 milliseconds v-v cycle are recorded on (B)(6) 2013. 4700 of 4702 lifetime v-sic occur since (B)(6) 2013. A lead noise alert is recorded on (B)(6) 2013. Lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the conditions for nst and v-sic. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013.